Event description:
The customer reported a no delivery alarm on the insulin pump. The customer was unable to troubleshoot at the time of the phone call with the helpline. The customer was advised to call the helpline back if the issue recurred. The customer's blood glucose value was unknown. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.